Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment. It was indicated that the power supply wouldn't power up and that the programmer would boot to a black screen. It was also indicated that there was a deviation between the stylus and the screen cursor. It was also indicated that there were software errors. It was also indicated that the radiofrequency head cable was damaged. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not turn on or the display would remain black while on. The programmer was returned for service. There was no patient involvement.